Manufacturer narrative:
H.6. Investigation summary: fifteen open 32g x 4mm pen needle samples were returned from lot. No. 9015921, cat. No. 320566. Visual examination was carried out on the returned samples and it was observed that one sample was bent at the non patient end, three samples were broken at the non patient end and eight samples were bent at the patient end of the cannula. No manufacturing related issues were observed. No issues were observed with the needle points. A clog testing was performed as per tp700483 on the remaining three samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the pen needle is difficult to prime, during injection it is difficult to penetrate the skin and needle bends with a bd pen ndl 32g 4mm pro. This occurred on 2 separate occasions, however, the date/time information is unknown. The following information was provided by the initial reporter: customer reported that she noticed that the needles bend easily. She noticed that it does not inject into the skin easily. When she needs to push the needle harder to penetrate the skin the needle bends. She primes the needles before very injection, some times when she is priming the insulin does not go through. This happens with some needles only.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen needle is difficult to prime, during injection it is difficult to penetrate the skin and needle bends with a bd pen ndl 32g 4mm pro. This occurred on 2 separate occasions, however, the date/time information is unknown. The following information was provided by the initial reporter: customer reported that she noticed that the needles bend easily. She noticed that it does not inject into the skin easily. When she needs to push the needle harder to penetrate the skin the needle bends. She primes the needles before very injection, some times when she is priming the insulin does not go through. This happens with some needles only.